Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was found to be cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 - device evaluation: the pump has been returned to animas and evaluated on 04/23/2015 with the following findings: there were pump reboot events in the black box that support power loss. The returned battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was a crack along the side of the battery compartment threads. A power loss could not be duplicated. The returned battery cap was used for a 24 hour test without any reboots.